Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an achalasia dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the patient's gastro-esophageal tract, however, the needle in the gauge did not move. It was reported that the procedure was completed with this device by watching the level of inflation of the balloon instead of the gauge. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an achalasia dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the patient's gastro-esophageal tract, however the needle in the gauge did not move. It was reported that the procedure was completed with this device by watching the level of inflation of the balloon instead of the gauge. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 50 years old. This is a reusable device; therefore, there is no device expiration date. Reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Visual evaluation of the device found no signs of damage. Functional analysis was performed. The unit was attached to the test gauge and attempted to inflate. The bulb was hard to squeeze and the gauge would not pressurize. The lens cover was removed and the needle was reset for another test, however the gauge was still unable to be pressurized. The complaint that the gauge was reading inaccurately was confirmed. It is most likely that this failure occurred due to damage during handling such as a small drop that could have jarred the internal gauge components. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.